Event description:
It was reported pocket was opened to avoid hematoma. The pocket was cleaned and antibiotic was given. Lv pacing vector was changed. Patient was in good condition after event.

Event description:
New information received notes that ten days post pocket opening, the physician suspected presence of infection. When the pocket was opened again, gauze was found in the pocket; the physician immediately removed it. The patient condition was good and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.